Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report a falsely elevated glucose (glu) result that was obtained on one patient sample on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. Quality controls (qc¿s) recovered out of range after the affected sample was processed. The cse replaced and aligned the aliquot probe, cleaned the sample and integrated multisensor technology (imt) probes, replaced the reagent arm 1 (r1) mixer, aligned the r1, replaced the imt pump tubing, and aligned the imt and photometer. Then, the cse performed a full quick check, r1 service methods, and qc and all tests passed. Siemens reviewed the information provided and concluded that the gel formation on aliquot, sample, and imt probes and r1 mixer malfunction, which was addressed by the service activities above, potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely elevated glucose (glu) result was obtained on one patient sample on a dimension vista 500 instrument. The sample was diluted and repeated on the same instrument. The erroneous diluted result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate dimension vista instrument twice. The repeat results obtained on the alternate dimension vista instrument were lower than the erroneous result. The repeat result of 87.68 mg/dl was reported, as the correct result, to the physician(s). The sample was repeated on the initial instrument after service activities were performed on the instrument. Upon reviewing the instrument data, siemens discovered multiple repeat sodium (na) and potassium (k) results for sample ID (B)(6). The customer indicated that the initial results were reported to the physician(s) and no corrected reports were issued. The results for sample ID (B)(6) were included in this MDR in an abundance of caution. There are no known reports of patient intervention or adverse health consequences due to the event.